Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 6 applications were performed with balloon catheter 2af283 with lot number 58261, without any issue on the date of the event. Clinical issues were encountered during the case. There is no indication of relation of adverse event to the performance of the cryo device. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st segment elevation was observed and the patients blood pressure decreased. Atrioventricular block was then observed. The physician suspected an air embolism. Medication was administered with resolve. The case continued and was able to be completed with cryo. No further patient complications have been reported as a result of this event. (B)(6) 2019: a clot leading to coronary occlusion was also suspected by the physician.